Manufacturer narrative:
A visual inspection was performed on the exterior of product and no damage was observed. Complaint of power failure due to a blown fuse was confirmed. An investigation into the manufacturing paperwork associated with this serial number has been carried out. This confirmed that the power supply installed in this device was manufactured before a new updated power supply was implemented as a result of the issues with blown fuses. No further actions are required at this stage and all product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.

Event description:
It was reported that the unit does not turn on. The fuses blow every time they are replaced.